Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty interventional procedure using an 8f sheath. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, back flow from the marker lumen could not be confirmed once the proglide was inserted. The guide wire could not be reinserted through the exit port so manual compression was applied to achieve hemostasis. When the marker lumen was flushed with saline outside the anatomy, no blood clot, etc. Came out. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
The device was returned for analysis. The reported obstruction of flow was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Fourier transform infrared spectroscopy (ftir) analysis was performed on material found in the tubing. The results concluded that the substance may be a type of loctite or adhesive. The reported obstruction of flow was concluded to be related to a potential product quality issue. The subsequent treatments appear to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.